Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on december 13, 2018 that a flexiva 200 laser fiber was opened for use for a laser lithotripsy procedure performed on (B)(6) 2018. Reportedly, a lumenis 100w laser console was used. According to the complainant, the laser fiber broke in half outside of the patient and burned through the user's scrub gown and burnt her left upper extremity. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplement report will be submitted.

Event description:
It was reported to boston scientific corporation on december 13, 2018 that a flexiva 200 laser fiber was opened for use for a laser lithotripsy procedure performed on (B)(6) 2018. Reportedly, a lumenis 100w laser console was used. According to the complainant, the laser fiber broke in half outside of the patient and burned through the user's scrub gown and burnt her left upper extremity. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplement report will be submitted. Additional information received on 12feb2019. Per user facility medwatch, the event occurred during the procedure.

Manufacturer narrative:
A5, e4, g3 updated. G3: user facility report #(B)(4). H6: problem code 1069 captures the reportable event of fiber broke. Problem code 2532 captures the reportable event of fiber misfired. Patient code 1757 captures the reportable event of user burn. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 134.4 cm from the top of the connector to the break. The second piece measured approximately 181.9 cm from the break and included the entire distal tip. Piece two included kinks. Visual examination reveals that the exposed glass fiber tip measures approximately 3.5 mm and appeared degraded from normal use. Fibers are consumable and meant to degrade. Examination under magnification reveals that the pattern on the tip face is consistent with normal degradation. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire, confirming the complaint. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. A search of the complaint database confirmed that no other complaints exist for the specified batch. B2 corrected.